Event description:
It was reported to medtronic minimed that the customer had a loss of communication issue between the insulin pump and transmitter. Troubleshooting was performed for the sensor signal not found/cannot find sensor signal/lost sensor/loss of communication but later it was declined. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-7715, mmt-1884. The customer requested to run the test plug procedure. No damage was reported transmitter. Led light did not blink when connected to the tester or when removed from the charger after it was fully charged. The customer called with questions or concerns with charging thetransmitter. Confirmed no visible damage to charger battery spring or connector pins. The customer has tried replacing the battery in the charger but the led light does not blink.to re-establish communication with the transmitter. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. The customer was instructed to discontinue device use. Mmt-7841zn was requested and the customer response was the device will be returned. Mmt-7715 was requested and the customer response was the device will be returned. No product return is required for mmt-1884.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Received and placed unit under microscope and found contamination / corrosion damage at connector pins. Unable to perform functional test, verify battery or led anomaly due to contamination / corrosion damage at the connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.